Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Reportedly, the patient was administered oral antibiotics due to an infection at the implant site. Per the patient's surgeon, the device was explanted (B)(6) 2013. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced infection at the implant site, and extrusion of the receiver/stimulator unit, resulting in the decision to explant the device (date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).